Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo and the outer insulation was ruptured. (B)(6). Note the serial number is correct on this report. The incorrect serial number of tdl178424v (replacement lead) was listed on medwatch report # uf (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and triggered an alarm for oversensing and noise on the pace/sense portion of the lead. The lead appeared to be fractured. During the revision procedure, the lead was connected to the analyzer and no noise was immediately noted. The lead was then reinserted into existing device and noise noted on pace/sense electrogram. The lead was again connected to analyzer and noise was noted with minimal pulling on the lead. A new device was connected to the lead and gross noise was noted through the new device. The device and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.